Event description:
It was reported that this right atrial (ra) lead triggered an alert for out of range pace impedances. The minute ventilation feature was also automatically turned off. Further lead evaluation revealed no noise was producible. The field representative was going to complete further testing and reprogram the lead back to bipolar pacing configuration. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.